Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a fiber optic sensor failure alarm. The nurse had called getinge representative for troubleshooting assistance. The customer had set up a transduced arterial line but only had it connected to bedside monitor. The getinge representative asked the nurse to move transducer connection to intra-aortic balloon pump(iabp). Customer was able to reestablish pressure waveform with transduced line, no further issues. The nurse stated that patient had been significantly moved just before interruption of therapy and visualization of light in fiber optic strand. The nurse stated, the patient might possibly be in cath lab for 2nd procedure tomorrow. There was no reported injury to the patient related to the momentary interruption in therapy.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a fiber optic sensor failure alarm. The nurse had called getinge representative for troubleshooting assistance. The customer had set up a transduced arterial line but only had it connected to bedside monitor. The getinge representative asked the nurse to move transducer connection to intra-aortic balloon pump(iabp). Customer was able to reestablish pressure waveform with transduced line, no further issues. The nurse stated that patient had been significantly moved just before interruption of therapy and visualization of light in fiber optic strand. The nurse stated, the patient might possibly be in cath lab for 2nd procedure tomorrow. There was no reported injury to the patient related to the momentary interruption in therapy.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record#: (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a fiber optic sensor failure alarm. The nurse had called getinge representative for troubleshooting assistance. The customer had set up a transduced arterial line but only had it connected to bedside monitor. The getinge representative asked the nurse to move transducer connection to intra-aortic balloon pump(iabp). Customer was able to reestablish pressure waveform with transduced line, no further issues. The nurse stated that patient had been significantly moved just before interruption of therapy and visualization of light in fiber optic strand. The nurse stated, the patient might possibly be in cath lab for 2nd procedure tomorrow. There was no reported injury to the patient related to the momentary interruption in therapy.